Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be a pre-term infant. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent solution administration set had blood backing up in the line. This occurred during infusion of IV solution at 4.7ml per hour via a peripheral IV in the antecubital space. There was no patient injury or medical intervention associated with this event. No additional information is available.